Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the one day post implant of the implantable pulse generator (ipg) system, the right atrial (ra) lead was repositioned after the patient developed a pericardial effusion. The ra lead remains in use. No further patient complications have been reported as a result of this event.